Event description:
Patient reported skin irritation in the form of open sores. The patient sought medical treatment and used an otc medication. The patient did not follow proper skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.